Event description:
The patient had blood work done which indicated he had an infection. The hcp confirmed the infection by looking at the lead and implantable neurostimulator after opening the area surgically. The device had not been removed at the time of the report. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)